Event description:
The consumer reported that they didn't think the device was working anymore. About 3 weeks prior to this report, the patient started having difficulty keeping fluids down. They had seen the healthcare provider (hcp) 5 days ago and he turned it up as it was alleged to have been going dead. It hadn't helped anything. The patient had been back to the ed several times getting IV fluids. The pain was out of control. The consumer was not getting a return phone call from the hcp and didn't know if the pacemaker was still really attached where it needed to be or if the battery had completely died. It was stated that the patient was going to die if nothing was done soon. Indications for use were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.